Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the touchscreen display is unresponsive to touch commands. The customer reported the suspect device cycles on normal but is unresponsive. The issue occurred during pre-use check so there is no report of patient involvement.